Event description:
It was reported that the device would not hold weight due to a broken locking mechanism. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.